Manufacturer narrative:
Section e1: reporter email and address not available no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a major driveline infection. The patient was treated with antibiotics and driveline exit site washout.

Event description:
It was additionally reported that the infection was identified to be pseudomonas aeruginosa. The patient was given intravenous administration of levofloxacin at the time of admission, followed by intravenous meropenem after bacterial identification. The patient was also treated with daily cleansing of the driveline exit site with prontosan (betaine/polyhexanide). The issue resolved. The patient was instructed on thorough coverage during showers and conducting regular surveillance cultures. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.